Event description:
Right tka. Revision due to loosening of tibial component.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was confirmed by clinical consultant. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: event description: right tka for oa. Revision due to loosening of tibial component. Implants involved: triathlon ps fem #1 right cemented, triathlon primary baseplate tibia-cemented #1.materials reviewed: 02/13/2021: stryker pi report12/29/2020: x-ray ap/lat right knee. ?weightbearing, mild djd and lateral chondrocalcinosis01/15/2021: x-ray right knee ap/lat. Primary triathlon cemented ps with primary cemented baseplate. Tibia in perhaps very slight varus but appears engaged with bone med and lat.02/13/2021: x-ray right knee ap/lat. Primary triathlon cemented ps with primary cemented baseplate. Tibia in varus with lift off laterally.03/15/2021: x-ray right knee ap/lat. Primary triathlon cemented ps with primary cemented baseplate. Tibia in marked varus with lift off laterally increased from 02/13/2021.confirmation: failure of a triathlon cemented primary baseplate may be confirmed from the x-ray series. The revision cannot be confirmed without additional medical records/op notes/radiographs. Root cause: very early failure of a cemented tibial component approximately 6 weeks is highly unusual without some inciting event. Assessing a root cause is not possible without additional medical records and history and perhaps examination of the explant. -product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right tka. Revision due to loosening of tibial component.